Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and to make corrections to the initial report submitted. Updated fields: d9, h2, h3, h6, h11. Corrected fields: h6 (a1405- improper flow or infusion removed). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detaching glue or glue cracking off around pink rubber, cuts on pink rubber or cracked glue. A definitive root cause could not be identified. Based on the results of the investigation, the probable cause of reported issue is likely due to deformation. The most probable cause of malfunctions found during the device evaluation can be traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had something stuck inside control knob area and cannot get brush or tools through this area. The issue was identified during device inspection for use. There was no patient involvement.